Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to a cryoablation procedure, the sheath was unable to be locked. The case was aborted with the patient under general anesthesia. No further patient complications have been reported as a result of this event.